Event description:
Caller reported that the pump screen was completely dark, although the pump remained operational with a lit backlight. There was no adverse impact to the customer¿s blood glucose levels, as they did not exceed 500 mg/dl or drop below 54 mg/dl. Technical support arranged to replace the pump, and the customer confirmed their understanding of the process. They were advised to return the malfunctioning pump using a provided return box and pre-paid label, and to put it into storage mode before sending it back. Customer agreed to use multiple daily injections as backup insulin therapy and was informed that training for the updated pump would be available.